Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, first inflation was performed for 5 seconds, however, the balloon ruptured at 4atm. The procedure was completed with another of the same device. There were no complications reported.